Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2020-04475. It was reported that patients leads migrated and patient experienced ineffective therapy. As a result, patient underwent surgical intervention wherein the system was explanted.

Manufacturer narrative:
The reported event of lead migration cannot be confirmed with product testing alone. Returned octrode lead passed all functional testing. No root cause was identified for the reported issue.